Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint from catalog 363080, lot number 2080607. Therefore, 10 retention tubes from the bd inventory were visually inspected and functionally tested with no issues relating to underfill being observed. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are underfilling. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are underfilling.".

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are underfilling. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are underfilling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.